Event description:
It was reported that inadequate stent apposition, balloon rupture, and removal difficulties occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 7.0x60x75cm express¿ ld vascular stent was advanced to treat the lesion. During the first inflation, it was noted that the balloon ruptured at 6 atmospheres for 5 seconds and before the stent became fully expanded. The shape of the balloon became like a ¿dog bone¿. The balloon was caught and was difficult to remove. A guiding sheath was then pushed and the balloon was able to be retracted successfully. It was also noted that the mid part of the stent was slightly expanded. Post dilation was performed using a 7.0x20mm sterling balloon catheter to fully expand the stent and the procedure was completed. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).